Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. The pump was not returned for investigation. Data logs show a 7-minute rise in purge pressure for 5 hours. Purge cassette replacement results were unsuccessful. The purge pressure rise gradually decreased and returned to the normal range after infusing tissue plasminogen activator (tpa). The root cause of the high purge pressure issue was most likely biomaterial since the purge pressure returned to the normal range after the infusion of tissue plasminogen activator.

Manufacturer narrative:
The device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 66-year-old male implanted with an impella 5.5 device for mechanical circulatory support experienced high purge pressure and a drop in purge flows. There were no kinks noted and the pump was adequately primed with sodium bicarbonate. The purge tubing was subsequently exchanged and primed with 2 mg of alteplase in 50 ml of sterile water and tissue plasminogen activator (tpa) was initiated. After a few hours of tpa, purge flows increased to 3.5 and purge pressure decreased to 713. No further information was provided. There were no reports of harm to the patient.